Event description:
It was reported that the patient underwent an artificial urinary sphincter revision surgery due to a fluid leak from balloon caused by a hole in the same component. The balloon was removed and replaced. There were no patient complications.